Event description:
Discordant high troponin I (rti) results were obtained on 5 pt samples. The initial discordant results were not reported to the physician. The samples were repeated and the repeat results were reported to the physician. Pt treatment was not altered or prescribed. There were no reports of adverse health consequences due to the discordant troponin I (rti) results.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the customer site for instrument eval. After eval of the instrument, the fse replaced the reagent probe, tightened the drd nuts, and decontaminated the water and substrate systems. The instrument is performing within specifications. No further eval of the device is required. No conclusion can be drawn.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the customer site for instrument eval. After eval of the instrument, the fse replaced the reagent probe, tightened the drd nuts, and decontaminated the water and substrate systems. The instrument is performing within specifications. No further eval of the device is required. No conclusion can be drawn.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the customer site for instrument eval. After eval of the instrument, the fse replaced the reagent probe, tightened the drd nuts, and decontaminated the water and substrate systems. The instrument is performing within specifications. No further eval of the device is required. No conclusion can be drawn.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the customer site for instrument eval. After eval of the instrument, the fse replaced the reagent probe, tightened the drd nuts, and decontaminated the water and substrate systems. The instrument is performing within specifications. No further eval of the device is required. No conclusion can be drawn.

Event description:
Discordant high troponin I (rti) results were obtained on 5 pt samples. The initial discordant results were not reported to the physician. The samples were repeated and the repeat results were reported to the physician. Pt treatment was not altered or prescribed. There were no reports of adverse health consequences due to the discordant troponin I (rti) results.

Event description:
Discordant high troponin I (rti) results were obtained on 5 pt samples. The initial discordant results were not reported to the physician. The samples were repeated and the repeat results were reported to the physician. Pt treatment was not altered or prescribed. There were no reports of adverse health consequences due to the discordant troponin I (rti) results.

Event description:
Discordant high troponin I (rti) results were obtained on 5 pt samples. The initial discordant results were not reported to the physician. The samples were repeated and the repeat results were reported to the physician. Pt treatment was not altered or prescribed. There were no reports of adverse health consequences due to the discordant troponin I (rti) results.

Event description:
Discordant high troponin I (rti) results were obtained on 5 pt samples. The initial discordant results were not reported to the physician. The samples were repeated and the repeat results were reported to the physician. Pt treatment was not altered or prescribed. There were no reports of adverse health consequences due to the discordant troponin I (rti) results.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the customer site for instrument eval. After eval of the instrument, the fse replaced the reagent probe, tightened the drd nuts, and decontaminated the water and substrate systems. The instrument is performing within specifications. No further eval of the device is required. No conclusion can be drawn.